Event description:
It was reported that the physician thought there might be a problem with the ICD due to vascular trauma to the pt during implant. The entire system was explanted due to vascular bleeding.